Event description:
A malfunction alarm identified as code malf 0 was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and the customer successfully reset it without any recurrence of the issue. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.